Event description:
Reference MDR #1219856-2011-00474 for the first iab event and MDR #1219856-2011-00472 for the second iab event involving the same patient. It was reported that indications for use: bridge to transplant. While in the intensive care unit, after 11 days of intra-aortic balloon pump (iabp) therapy, blood was observed in the helium line. It was reported low and squared balloon pressure waveform (bpw) with no alarms generated before the iab "broke up." No strips were printed since there was no paper inside the printer. There was no evidence of blood reaching the pneumatic circuit. The patient outcome is fine. Indications for use: bridge to transplant. Additional information was received from the sales representative on 16dec2011 stating per the customer the pump did not alarm. The technical assistant verified the pump was okay. The pump is back in service.

Manufacturer narrative:
Manufacturer control no. (B)(4). Device will not be returned for evaluation.